Event description:
The following has been reported: "error code appearing on screen: upstream pressure sensor" no adverse event was reported to fresenius kabi. Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. The device was not returned to brézins as repairs were carried out locally. Despite several requests for additional information, we did not receive anything that would allow us to go further with this investigation. Based on available information the root cause of the reported event remains unknown. Although we cannot confirm that the pressure sensor of the reported device was defective due to a product quality issue, please be informed that an internal event was opened to address the subject of "pressure error". This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.